Event description:
On (B)(6) 2009, the customer reported that a laboratory technician had been shocked by touching front of the lh750 hematology analyzer. The same individual had received a static shock from other laboratory equipment (a microscope, not supplied by beckman coulter) earlier the same day. It is unknown if the technician was wearing proper personal protective equipment. The hospital had an electrician check the instrument. There was no evidence of electrical discharge. There were no injuries. No one sought medical attention as a result of this incident.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional events. On (B)(4) 2009, a field service engineer visited the site to evaluate the instrument. He measured multiple electrical components and verified instrument grounding and performance. The root cause of this incident was determined to be electrostatic discharge involving one person in the laboratory.